Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned caravel. The torn end of the catheter was found twisted to completely close the tip lumen. Investigation of the returned microcatheter suggested that the tip was torn off at approximately 4.5mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No similar product experience was received for the subject lot other than a case (MFR report #: 3003775027-2022-00157, patient identifier: 30754), in which the catheter tip was damaged due to the use against the instructions for use (IFU), namely torquing the microcatheter and use in a heavily calcified lesion. It was not associated with product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the proximal segment of the catheter tip when the tip was being caught and restricted its movement by the calcium. The accumulated stress would exceed the product's design limit, and therefore make the tip twist off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications]. Do not use this microcatheter in advanced calcified lesion. [Warnings]. Do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis with circumferential heavy calcification in the segment #8 of the left anterior descending artery (lad). After an asahi sion blue guide wire crossed the lesion with the support of the caravel, difficulty was met when advancing the caravel to cross the lesion. As further attempts by torquing the caravel were also unsuccessful, a rotawire was advanced parallel to the caravel and crossed the lesion. When removing the caravel, the catheter tip was found separated. Attempts to retrieve the separated catheter tip using the guide wire were unsuccessful. The separated catheter tip then moved to the septal branch and was left in situ. Rotational atherectomy was then performed to treat the lesion and the procedure was successfully completed with reestablished blood flow achieved by stenting. The physician commented that this event was attributed to the rotations applied when the catheter was being trapped in the calcium, not product quality. The patient was fine without problem after the procedure.